Event description:
A call was received through technical services reporting that at follow up, the device was not able to be interrogated and the pt reports feeling 'a burning sensation in the pocket' 2 weeks ago. The device was later replaced. There was a report of no output upon interrogation. No patient complications have been reported as a result of this event.